Manufacturer narrative:
(B)(4). Batch # u5c28h. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage and with no instrument. The swing tab was found to be in the unlocked position and with 6 drivers up along the staple line. No functional test was performed to preserve the evidence. It should be noted that product failure is multifactorial. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure before the cartridge was assembled; 3 to 4 of the staples were already out of the staple deck. There were no patient consequences.